Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 4ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve on both sides of the inflation balloon. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon on both sides of the balloon. The complaint can be confirmed for deflation issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was applied using the terumo application guidelines. Once hemostasis was achieved the balloon deflated and would not hold air. They removed the tr band and placed a new one on. The patient was fine and had no issues. This was post heart catheterization. The estimated blood loss was less than 250cc. Patient was not affected and there were no issues with the patient condition. The procedure was not affected by the tr band. The case was a coronary angiogram. Additional information was received on 01 jun 2023: the terumo guidelines were followed. 18cc of air were injected initially followed by deflation until a flash a blood was visualized. Next 2cc of air inflated to achieve patent hemostasis.